Event description:
During treatment of a long chronic total occlusion in the right external iliac artery, a smart control was unable to track to the lesion and the procedure was discontinued due to distal embolism. Approach was made with a 7f long sheath introducer (terumo, 25cm). After the target lesion was easily crossed with a treasure guidewire, it was exchanged to a dv1430s guidewire through an unknown transit microcatheter. As the plaque in the lesion was very soft, minimum dilatation was conducted with 425-2012x sleek balloon catheter. A smart control was advanced, but friction/resistance occurred and it could not track through the vessel due to the heavy vessel tortuosity. While attempting to exchange to a 0.035 guidewire (details unknown), the patient started to complaint of pain from a minor distal embolism. The procedure was cancelled and the patient was treated surgically. The patient is in stable condition. The smart control device was returned for analysis and it was noted that the stent was deployed. It was confirmed that the stent was never deployed in the patient during the procedure. The assistant intentionally deployed the stent from the sds after the procedure.

Manufacturer narrative:
Complaint conclusion: during treatment of a long chronic total occlusion in the right external iliac artery, a smart control sds was unable to track to the lesion and the procedure was discontinued due to distal embolism. Approach was made with a terumo 7f long sheath introducer. After the target lesion was easily crossed with a treasure guidewire, it was exchanged to another non-cordis guidewire through an unknown transit microcatheter. As the plaque in the lesion was very soft, minimum dilatation was conducted with a sleek balloon catheter. A smart control was advanced, however, friction/resistance occurred and it was unable to track through the vessel due to heavy vessel tortuosity. While attempting to exchange to an unknown guidewire, the patient started to complaint of pain secondary to a minor distal embolism. The procedure was cancelled and the patient was treated surgically. The patient is in stable condition. The microcatheter was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time. Neither the DHR review nor the product analysis suggest that the condition reported by the customer is manufacturing related, therefore no actions will be taken at this time. Migration of embolus is a known potential risk associated with implanting a stent in any artery. The physical manipulation of the artery produces the risk of dislodgement of debris that may travel downstream to the peripheral arteries potentially disrupting perfusion. This act, inherent to the procedure may have contributed to the reported event. This is an inherent risk of the procedure and does not represent a device malfunction. This is one of two products involved with this adverse event in which associated manufacturer report numbers are 9616099-2011-00505 and 1058196-2011-00373.

Manufacturer narrative:
Concomitant products included 7f terumo 25cm sheath introducer, dv1430s guidewire, clearstream sleek balloon catheter and 8 x 80 smart control iliac stent delivery system. The device will not be returned for analysis and the lot number is unknown. Additional information will be submitted within 30 days of receipt. This is one of two products involved with this adverse event in which associated manufacturer report numbers are 9616099-2011-00505 and 1058196-2011-00373.